Event description:
On 5th june 2026, it was reported by an arthrex employee via email that for an ar-8980p-1, dx swivelock®, 4.75 mm x 16.1 mm, peek, the anchor pulled out after using the correct drill and tap. The implant was checked and it was still intact. They tried reinserting the implant but it still pulled out. This was detected during use in a mpfl recon procedure on (B)(6) 2026. The procedure was completed successfully as they opened new implant after that and it did not pull out.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.